Event description:
It was reported that the procedure was to treat a mid right coronary artery. A 2.75 x 15 mm xience xpedition was implanted when a dissection was observed which was treated with a 2.75 x 12 mm xience xpedition and a 3.0 x 12 mm xience xpedition however, these stents did not completely seal the dissection. The graftmaster was advanced to the lesion but could not cross so additional dilatation was performed. The same graftmaster was implanted and successfully sealed the dissection. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents for physical resistance reported from this lot. It should be noted in the graftmaster coronary stent graft system instructions for use (IFU) states: an unexpanded stent graft may be retracted into the guiding catheter one time only. An unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
Concomitant products: guide wire: .014 ht whisper, runthrough; guide cath: 6f xbrca sh; stent: 2.75 x 12 mm, 3.0 x 12 mm xience xpedition; other: 6f guidliner v2. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.